Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced reduced/inadequate brake force or brakes do not remain engaged. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 3 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced reduced/inadequate brake force or brakes do not remain engaged. There was 1 event with patient involvement; no adverse consequences were reported.